Manufacturer narrative:
The accu-chek inform ii meter serial number was not provided. On 28-may-2025, qc on the meter was within range. The customer's material was requested for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing, and results have passed the internal inspection. The investigation is ongoing.

Event description:
The reporter complained of discrepant glucose results for 3 patients tested on an accu-chek inform ii meter + rf compared to the beckman laboratory method. Patient 1 was tested after a 3-hour fast: the meter result was 128 mg/dl while the laboratory result was 89 mg/dl. Patient 2 was tested after a 14-hour fast: the meter result was 117 mg/dl while the laboratory result was 82 mg/dl. Patient 3 was tested after a 2-hour fast: the meter result was 132 mg/dl while the laboratory result was 89 mg/dl. The samples were collected within 7 minutes for the tests between the meter and the laboratory.

Manufacturer narrative:
Section d9 was updated. The customer's test strips were received for investigation and were tested using glycolyzed blood in a temperature and humidity-controlled area. The investigation obtained questionable results during testing of the returned product. The investigation determined that the customer's and the investigation's questionable results are caused by the test strips being exposed to extreme humidity or moisture. The integrity of the returned vial was tested. As the primary packaging seal was acceptable for the returned vial, there was evidence to support that the returned product was appropriately sealed. The investigation determined that the event was due to customer mishandling (exposure of test strips to extreme humidity and moisture). Product labeling states: "test strip storage and handling: ¿ use the test strips at temperatures between 61¿95 °f (16¿35 °c). ¿ use the test strips between 10¿80 % relative humidity. Humidity is the amount of dampness in the air. ¿ store the test strips at temperatures between 39¿86 °f (4¿30 °c). Do not freeze. ¿ store unused test strips in the original container with the cap closed. Do not remove test strips from the test strip container and put them into another container such as a plastic bag or pocket, etc. ¿ close the container tightly immediately after removing a test strip to protect the test strips from humidity. ¿ use the test strip immediately after removing it from the container. ¿ discard test strips that are past the expiration date printed on the test strip container. If the expiration date is missing or illegible, do not use the test strips." The investigation did not identify a product problem.